Event description:
An attempt was made to deploy a 3.0mm diameter x 15mm length endeavor rx drug-eluting coronary at proximal part of a lesion located in the lcx #11 described as moderately tortuous, moderately calcified and exhibiting 90% stenosis. Prior to this, another endeavor rx drug-eluting coronary stent was deployed at distal part of the target lesion with no issues reported. The lesion was pre-dilated. It is reported that when the physician attempted to deploy the relevant stent, the tip of its delivery system lodged in the strut of the previously deployed endeavor rx stent. The physician advanced hi-torque guide wire to perform buddy wire technique, then, he added choice extra support to perform triple wire technique but could not deliver the relevant system to the lesion. It is reported that during this attempt, the guide catheter engagement came off as physician pushed the relevant system several times, and the relevant stent dislodged from the delivery system in vivo. This dislodged stent was retrieved from the patient's body with a snare then another endeavor rx drug-eluting stent was deployed to target lesion. The patient is reported to be fine and no other sequelae were reported. The physician commented that the relevant endeavor rx drug-eluting coronary stent did not cause this event. Three coiled devices were returned for evaluation. The devices identification confirmed that the three devices came from the same lot of product. One stent was returned separately in a plastic container. Visual inspection confirmed that two of the three devices had been inflated indicating that these devices were used to successfully deploy stent at the target lesion. Visual inspection of the third device confirmed that it had not been inflated. There were crimp bake impressions evident on the body of the balloon indicating that the stent had been correctly crimped on to the balloon. The folds on the proximal balloon pillow were raised and disturbed, most likely occurring in conjunction with the stent dislodging from the device. The 1st stent segment on one side of the stent were slightly flattened and appeared oval in shape. The 6th and 7th stent segments were damaged giving the stent a curved shape. Communication from the field confirmed that the physician was attempting to deliver the relevant stent to the proximal side of the lesion following the deployment of a stent on the distal side of the lesion; however, the tip of the delivery system lodged in a strut of the previously deployed stent. The physician advanced hi-torque guide wire to perform buddy wire technique, then, he added choice extra support to perform triple wire technique; the physician pushed the delivery system several times causing the guide catheter position in the vessel to be lost and the stent to dislodge from the balloon. The device was inspected prior to use with no issue noted. The possibility exists that the stent securement on the balloon may have been impacted by the difficulties encountered post the tip of the device getting caught in the distally deployed stent. The force applied to the device during the attempted delivery may also have contributed to the stent dislodgement. The device was inspected prior to use with no issues noted. The root cause of the event appears most likely related to accessory devices coupled with the force applied to the device resulting in the dislodgement of the stent.

Manufacturer narrative:
Evaluation results: (distally deployed stent). Conclusion: (force applied).